Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed both proximal and distal balloon bonds were within specification. The balloon was inspected and no defects were noted. The balloon was inflated with water and was successfully deflated within 5 seconds. A test 0.038'' guide wire was inserted into the guide wire lumen and the balloon inflated and deflated with no issue. With a test 0.038'' guide wire inside the guide wire lumen, the catheter tip was intentionally bent by hand to check if the balloon can be deflated when the catheter is bent and the wire is inside the catheter. No delay in balloon deflation was noted. Both balloon lumen and inject lumen were examined and were found to be free from any blockages. The catheter shaft was examined for cosmetic defects, and none were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon deflation issue occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the abdominal aorta. A non bsc stent graft was implanted. A 27/7/2/65 equalizer balloon catheter was advanced to the target lesion and performed 10 post dilations. Following the 10th inflation, the balloon was unable to deflate. A non bsc syringe was used to deflate the balloon by applying negative pressure, however the balloon deflation was unsuccessful. Approximately 10 minutes later, an amplatz guide wire was removed from the lumen of 27/7/2/65 equalizer balloon catheter and it was possible to deflate the balloon. Several inflations and deflations were performed without any further difficulties. The 27/7/2/65 equalizer balloon catheter was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon deflation issue occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the abdominal aorta. A non bsc stent graft was implanted. A 27/7/2/65 equalizer balloon catheter was advanced to the target lesion and performed 10 post dilations. Following the 10th inflation the balloon was unable to deflate. A non bsc syringe was used to deflate the balloon by applying negative pressure, however the balloon deflation was unsuccessful. Approximately 10 minutes later an amplatz guide wire was removed from the lumen of 27/7/2/65 equalizer balloon catheter and it was possible to deflate the balloon. Several inflations and deflations were performed without any further difficulties. The 27/7/2/65 equalizer balloon catheter was used to complete the procedure. No patient complications were reported and the patient's status is good.